Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3002953813-2019-00051. During a bilateral lumbar radiofrequency ablation procedure, a patient burn occurred. The skin was prepped, and the grounding pad was placed on a non-hairy part of the posterior thigh. No alarms were noted throughout the procedure but upon removal of the grounding pad a second-degree burn was noted. The patient was started on antibiotics for treatment.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported patient burn could not be conclusively determined.